Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen malfunction. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a touchscreen malfunction. It was noted that the device was repaired (unspecified), and the device was working as normal. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital had the touchscreen replaced, and the issue was resolved. The device was returned to service.